Event description:
Healthy white female with (B)(6) and no medical history underwent an office endometrial ablation with the minerva endometrial ablation system. The minerva system performs two different cavity integrity checks to ensure that there is no uterine perforation , before the ablation is performed. Both cavity integrity safety checks were performed and passed. Endometrial ablation was then performed under conscious sedation per the minerva protocol. That pt was discharged from the office awake, alert, and with no complaints. A few hours later, she called stating that she had severe abdominal pain and was instructed to go to the nearest emergency dept. Work up revealed free air in the peritoneal cavity and an exploratory laparotomy was performed. At ths time of laparotomy, a fundal uterine perforation was noticed and a thermal bowel perforation was noted. The pt underwent an end to end anastomosis and a supracervical hysterectomy. Her postoperative course was complicated by ileus, peritoneal abscesses, and plural effusions which had to be drained. The pt has since recovered.